Event description:
On (B) (6) 2010, the pt reported experiencing erratic blood glucose readings and air bubbles in the insulin cartridge. She stated the air bubbles form over time and some cannot be primed out of the system. She stated she allows insulin to reach room temperature prior to use and she does not reuse insulin cartridges. The adapter has been in use for 1 week. She stated her blood glucose has ranged from 60-357 mg/dl. Her normal blood glucose range is 100-150 mg/dl. The pt was advised to switch to her backup infusion device for troubleshooting purposes. Upon f/u on (B) (6) 2010, the pt reported her blood glucose was better and she had experienced only one air bubble in the insulin cartridge while on the backup infusion device. Upon further follow up on (B) (6) 2010, the pt stated she continues to experience air bubbles. A request for add'l training was submitted. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge and infusion set were requested to be returned for eval.